Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral retrograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. After a guide wire was inserted, a 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at unknown pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.